Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. No visual abnormalities were observed. Leakage and a steady flow of air were observed during leak and aspiration testing. The sheaths handle cap and valve cap were removed to examine the hemostatic valves under the microscope. Tears by the center slit of the external and internal hemostatic valves were found.

Event description:
It was reported that air ingress occurred. During preparation for a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. It was noted that air bubbles were seen in the sheath. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is expected to be returned for laboratory analysis.

Event description:
It was reported that air ingress occurred. During preparation for a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. It was noted that air bubbles were seen in the sheath. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is expected to be returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.